Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation however, photos and video were provided. Visual inspection allowed to observe the reported leakage from the dialysate port. The reported condition was verified. The observed leak is likely due to a crack. The most probable root cause identified is that a shock occurred during shipping. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with one unit of an prismaflex (B)(4) set, an external fluid leak was observed. There was no patient involvement. No additional information is available. .